Event description:
It was reported, the programmer may have a broken EKG port. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer may have a broken EKG (electrocardiogram) port. It was further reported that the programmer was returned back to the customer, and it had no EKG signal. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the initial reported event. The electrocardiogram (ECG) port was broken on the printed circuit board (pcb). It was also noted that the display latch was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.